Event description:
During an in clinic follow up, episodes of post-paced t-wave oversensing were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed. The patient was stable.